Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device. The reported event was not confirmed. The se confirmed the stress test of oxygen and diverter valves revealed no failures. No aberrant noises or downstream component failures were identified. All connections were checked and found everything to be within service manual specifications. Subsequently, all testing was completed successfully.

Event description:
It was reported that, the device message 410 (low blood oxygen levels) was displayed. The device user (du) and clinical specialist (cs) completed troubleshooting. The gui (graphical user interface) and labs match; and stop & start was completed. The stop & start resolved the message and then a few minutes later 410 (low blood oxygen levels) appeared. The doctor was then notified. The device was moved to the pacu, and blended oxygen was added to the air line on the device. The du was instructed on how to maintain pump po2 & co2 parameters. The liver had po2 in the 50s for approximately 2 hours. The doctor was concerned about the bile duct. Due to low blood oxygen levels in machine and external use of oxygen, it was decided to biopsy the liver before transplantation. Surgeon expressed potential concern with impact on the bile duct. Due to low oxygen because of oxygen concentrator failure surgeon was not comfortable with the transplant and the potential impact of the bile duct. The surgeon decided not to use the liver. Per surgeon, the organ was a good liver and could have been directly implanted into recipient. However, due to logistics it was placed on the metra.